Manufacturer narrative:
Model number/catalog number: 72400024 serial number: n/a batch/lot number: 0164925010 model/catalog description: balloon fgs 61-70 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127 serial number: n/a batch/lot number: 0165586006 model/catalog description: control pump fgs iz unique identifier (UDI) #: ((B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such as in the instructions for use. Based on the information available, the conclusion codes of caused not established and known inherent risk of device were assigned to this investigation.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) was no longer functioning effectively and the patient experienced recurring urinary incontinence. During a subsequent surgical procedure, a fluid leak was identified. The aus was removed and replaced, and no patient complications were reported.